Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during surgery, it was decided to use the narrow 16 cm device (en2916) because the patient had narrow corpora cavernosa. Upon opening the package, it was discovered that the contents were not a narrow device as labeled, but instead a 16 cm titan touch (es2916). Since the package had already been opened, the physician decided to attempt implantation of the device; however, they were unable to implant it because it would not fit. Ultimately, they had to use the en2914 along with a rear tip extender (2 cm).